Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto. Manufacturer's ref: (B)(4). The device is not returned to bwi .

Event description:
This complaint is from a literature source. It was reported that data from 120 atrial fibrillation patients (40 with ich and 80 in control group) underwent radiofrequency catheter ablation at the center over the past 7 years. Among them, one patient in the control group developed cardiac tamponade requiring immediate pericardiocentesis, but this patient recovered completely without surgical intervention. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿safety of catheter ablation for atrial fibrillation in patients with intracranial hemorrhage¿ the purpose of this study was to aim at the safety and the effectiveness of radiofrequency catheter ablation treatment for atrial fibrillation patients with a history of intracranial hemorrhage and whether radiofrequency catheter ablation of atrial fibrillation can be used in lieu of anticoagulation if there is no atrial fibrillation recurrence. Suspect device is a navistar thermocool catheter, however catalog and lot number is unknown.